Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was unresponsive and rainbow effect on screen. The blood glucose level was unknown at the time of incident. Customer also stated that insulin p[ump not applying all insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device display properly. No missing segment or partial display anomaly noted. Device had minor scratched lcd window, broken battery tube threads.